Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age & gender unk), the device inappropriately shut down while on battery power. Complainant indicated that the clinician turned the device to off, and then powered it back on in monitor mode and the device worked appropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.